Manufacturer narrative:
Laxity, instability and a potential pcl injury were reported. A revision surgery is planned to exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification.

Event description:
Laxity, instability and a potential pcl injury were reported. A revision surgery is planned to exchange the poly inserts.